Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, lot#: va0y6d0021, product type: lead. Product ID: 39286-65, lot#: va0y6d0021, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 31-jul-2019, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator (ins). It was reported that per 2018 op notes, everything was removed, but they saw wires in patient's neck. Caller had no further information.